Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heart mate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 05feb2024 to 08feb2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heart mate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pulsatility index (pi). The IFU states that pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient went to local emergency room for dizziness and pre-syncope. They identified a low pulsatility index (pi). Upon admission to (B)(6) hospital, it was identified the patient was in ventricular fibrillation (vfib). Medical stuff saw what they feel as appropriate pi events; it was unsure of timing of these pi events vs when the vfib started. Log files captured routine events but did note that there was an uptick in the frequency of pi events this morning (B)(6) 2024 at 00:23 with clusters of pi events captured in the remainder of the data capture. It was further reported that the patient underwent successful cardioversion. Rhythm was not sustained post-cardioversion. The patient did not have a history of arrhythmia pre-lvad. It was unknown whether the event was device related. The patient was stable and discharged home on (B)(6) 2024 on oral amiodarone. There was no plan for implantable cardioverter-defibrillator (ICD) at this time.